Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and hospitalized on (B)(6) 2017 for high blood glucose as 750 mg/dl and current blood glucose was 85 mg/dl. Customer reports the following symptoms related to their high blood glucose was vomiting. Customer treated for high blood glucose with shots. The customer wearing the pump at time of hospitalization. The insulin pump will not be returned for analysis.